Manufacturer narrative:
(B)(4) is submitting this report on behalf of b braun (B)(4) (MFR). This report has been identified as b braun (B)(4). The customer's bio-med area supervisor requested the machine be inspected on-site by the b braun biomed tech. The b braun biomed performed functional checks on machine and conducted a one hour mock therapy. All alarms were checked and found to be functioning properly. The conductivity and temperature were also checked and were found to be within parameters. The machine ran without any problems or malfunctions. The uf accuracy was also within parameter (set for 500ml/ removed 505ml) by the end of the therapy. The machine performed as intended. The unit was then disinfected and released back to the customer. Additional info provided to the b braun tech noted that there have been numerous changes at this facility recently (i.e., changed from granuflo to citripure concentrate, changed dialyzers and changed from reuse to nonreuse). Numerous attempts to the facility to obtain additional info have not been successful. At this time, the trend file has not been returned and the investigation is on-going. A follow-up report will be submitted when the trend file and/or additional info becomes available.

Event description:
.